Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: when they tried the clip applier, there was inside only one clip. Additional information received from applied medical representative via teams call on 10mar26: all the events took place on march 8th before use. 4 devices from lot 1560548 had the same problem (only one clip was inside the device) and they were discarded. Additional information received from applied medical representative via email on 17mar26: I¿ve just checked and the correct lot number is 1567140. Additional information received from applied medical representative via email on 19mar26: the user resolved the situation changing device. Only one clip loaded into the jaws.12 mm trocar was used. The clip was loaded and visible between the jaws of the device, and it was properly seated. No (regarding clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar) because they tried it before putting inside the trocar. The actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. No loaded clip was manually removed from the jaws. They tried again, but it was empty. No other clip inside. Like always, the clip was removed. The clip went out any problem. The problem was that there was only one clip. No resistance. It was like always. Intervention: device replacement patient status: .